Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a lead replacement procedure on (B)(6) 2025 [related manufacturer reference number: 1627487-2025-02961], the patient was experiencing a motor response in their legs while the ipg was in surgery mode. The ipg was explanted and replaced during the procedure to address the issue. The s1 lead fragmented and was left partially implanted in the patient and surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The reported observation of motor response when surgery mode is on was not confirmed. The root cause of the reported observation was not ascertained. Review of the as received ipg diagnostic logs, and the ipg logs returned from the field indicated the device was exhibiting normal operation. Impedance logged showed values within the expected range over the implant period. The surgery mode values measured and logged by the ipg were within the expected range. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.